Event description:
That the patient experienced pain in their neck area, headaches, and dizziness. It was also noted that the patient was taking hydrocodone orally. Troubleshooting and diagnostics showed high impedances on electrodes #7 and 15. The patient had a fall near (B)(6) time and thought that they had lost the coverage then as it was not going all the way to the top of their head which resolved when they were reprogrammed. The patient was reported as doing well and receiving effective coverage. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3708160, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
Additional information received from the consumer reported that the first time the patient had the implant on the neck and it was great but two months after being implanted the patient fell and hit his head on a table. The consumer stated that they had to replace the two wires and ever since then the therapy hadn¿t been as effective as the first time the patient had the implant. The indication for use was non-malignant pain.

Event description:
Additional information was received indicating that the patient had a fall in (B)(6) 2014 resulting in confirmed lead migration from the x-ray images. This migration led to a loss of stimulation in needed location. Previously implanted leads were explanted and both leads were confirmed with having two contacts of out range when impedance tests were performed. The leads were then re-implanted.

Manufacturer narrative:
Product ID 3708160, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 3708160, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).